Event description:
It was reported that the pod experienced a communication error and emitted an alarm after approximately 24-36 hours of wear on the arm. This led to the patient¿s blood glucose levels increasing to above 250 mg/dl. There was no medical intervention reported in relation to this event. The device was returned for investigation, and an internal cannula tear was identified.

Manufacturer narrative:
The investigation found corrosion on the mechanism rail, linkage assembly, batteries, pcb and commutator cap which resulted in low batteries and data loss. Due to the data loss the reported hazard alarm could not be confirmed. The investigation found a tear in the internal portion of the soft cannula, which resulted in a fluid leak. The internal cannula tear can be confirmed as the cause of the corrosion and data loss. It could not be determined if the internal cannula tear and subsequent corrosion is linked to the reported hazard alarm. The observed internal cannula tear is related to action #98586. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.